Event description:
Patient states that she is experiencing unexplained high blood glucose levels. Patient has not been treated by any health care professional. Patient disconnected infusion set tubing for infusion site and attempted to prime infusion set, but no insulin would exit the tubing. The malfunction was solved by changing the infusion set. Unomedical received the complaint through (B) (4), the distributor of the infusion set. (B) (4).

Manufacturer narrative:
Two used devices were returned for evaluation. The tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. In one sample the membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. The other used device was tested and found to be within specifications. No lot number was available. Therefore no testing or review of retained material or records could be performed.